Event description:
February18, 2019 medtronic c/o customer support (B)(4), re: medtronic minimed 670g insulin pump, mmt-1760kpk, sn# (B)(4); blood glucose monitor, model: mmt-7810na, serial: (B)(4). Dear customer service: the purpose of this letter is to bring two serious defects to your attention which I have observed while using the above referenced insulin pump and the glucose monitoring system. I have used minimed insulin pumps ever since my first diagnosis at the age of eight years old. I am very thankful for the quality of the product and the life changing impact they have on the life of a type 1 diabetic. Still, the most recent pump model has two potentially deadly defects (or shortcomings) of which you must be aware: defect 1: dangerous battery cap design. The battery cap is so shallow on the pump that the top can come off and remove the battery rendering the pump inoperable and useless. On thursday, (B)(6) 2019 I woke up in the middle of the night and my pump battery cap had come off and the pump was inoperable. I checked my blood sugar revealed I was 482 and I had mild trace amounts of ketones. The pump along with the sensor reading had revealed the pump had lost power for about 3 hours. If I had not woken up on my own, the risk of ketoacidosis was significant which could mean coma and then death. That is a significant risk for a poor battery design and should be dealt with immediately. Defect 2: dangerous low battery indicator and alert. When using the insulin pump with the continuous glucose sensor, the ¿low battery¿ indicator alarm is sometimes only 5-6 hours. Please note this time is based on using the (B)(4) brand which is recommended by minimed. This is not an adequate amount of time to alert the user that pump failure is imminent. This is a short plane ride or short nights sleep and puts the user at significant risk. This is a danger to the user and a software update (or alternate improvement) should be issued immediately. As a long time user of minimed products, I ask for your swift attention, investigation and resolution to this request. You can certainly be saving lives if these defects are addressed. Sincerely, (B)(6).